Manufacturer narrative:
Facility name: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2021. During the procedure, the device handle was turned but the bands got stuck and were not deployed. It was reported that the device was removed from the panendoscope. The procedure was completed with another speeband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
E1: facility name: (B)(6). H6: medical device code a050501 captures the reportable issue of bands failed to deploy. H10: investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the ligator head and handle assembly was returned with the device. It was also noted that the ligator head returned without the bands. The trip wire was not secured on the handle slot and the slack was not taken up correctly. Additionally, the ligator head teeth did not present any issues. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and it could be rotated without any issues. No damage observed to the handle assembly and the suture thread. No other issues with the device were noted. The reported event was confirmed. Based on the condition and evaluation of the returned device, this failure is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label. The visual assessment identified that the trip wire was not secured in the handle slot. Additionally as per the device condition, it is most likely that the slack was not removed properly as mentioned in the instructions for use. Not securing the trip wire in the handle slot could have cause the trip wire to slip through the handle assembly and contribute to an inaccurate deployment of the bands, this could have resulted an improper deployment of the bands and causing more tension on the device.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2021. During the procedure, the device handle was turned but the bands got stuck and were not deployed. It was reported that the device was removed from the panendoscope. The procedure was completed with another speeband superview super 7 device. There were no patient complications reported as a result of this event.